Event description:
It was reported that the device was explanted after an implant duration of approximately 73.93 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to s.a.m. And mitral regurgitation. Per the operative report of (B)(6) 2010: he has been having fatigue and shortness of breath on and off since that time, and had postoperative systolic anterior motion associated with moderate-to-severe mitral valve regurgitation. He was treated with beta-blockers, and is now referred for elective intervention.

Manufacturer narrative:
(B)(4) = s.a.m. Device not returned. This event was learned from implant patient registry. Through follow-up with the health-care provider via fax, a copy of the operative report was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.